Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain even when not menstruating/abnormal right side") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle relaxant (muscle relaxant medication) since 2012, anorectal swelling, peripheral swelling, sensation of cold, thrombolysis (r/o blood clots) and seasonal allergy. Concomitant products included ibuprofen (motrin) since 2012, loratadine (lotan) and vicodin since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal distension ("severe bloating"). On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy irregular prolonged menstruation"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and the first episode of hypoaesthesia ("numbness in legs"). On (B)(6) 2012, the patient experienced peripheral swelling ("swollen legs all the way down to the ankles") and feeling cold ("feels icy cold"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and obesity ("weight gain : obesity"). In 2012, the patient experienced pollakiuria ("frequent urination"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), anxiety ("emotional anguish/anxiety") and constipation ("constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), bacterial vaginosis ("bacterial vaginosis") and the second episode of hypoaesthesia ("leg numbness"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal distension, menorrhagia, pelvic pain, urinary tract infection, bacterial vaginosis, fatigue, obesity, anxiety, constipation, abdominal pain, peripheral swelling, feeling cold and pollakiuria was resolving and the genital haemorrhage, headache, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and the last episode of hypoaesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, fatigue, feeling cold, genital haemorrhage, headache, menorrhagia, migraine, obesity, pelvic pain, peripheral swelling, pollakiuria, urinary tract infection, vaginal haemorrhage, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Current weight 225 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "urinary tract infection, bacterial vaginosis, fatigue, weight gain, emotional anguish/anxiety, constipation,abdominal pain, swollen legs all the way down to the ankles, feels icy cold, frequent urination, leg numbness", concomitant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain even when not menstruating/abnormal right side") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle relaxant (muscle relaxant medication ) since 2012, anorectal swelling, peripheral swelling, sensation of cold and thrombolysis (r/o blood clots ). Concomitant products included ibuprofen (motrin) since 2012 and vicodin since 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and hypoaesthesia ("numbness in legs"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("severe bloating") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, pelvic pain and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plantiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-jun-2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain even when not menstruating/abnormal right side") and genital haemorrhage ("abnormal bleeding") in a 47-year-old female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle relaxant (muscle relaxant medication ) since 2012, swelling, peripheral swelling, sensation of cold and thrombolysis (r/o blood clots ). Concomitant products included ibuprofen (motrin) since 2012 and vicodin since 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and hypoaesthesia ("numbness in legs"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("severe bloating") and headache ("headaches"). The patient was treated with partial hysterectomy and bilateral salpingectomy and essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, headache, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, pelvic pain and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plantiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr, new reporter, patient demographic information, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 855624,concomitant product, new event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and other injury(ies) or complication(s) please describe: numbness in legs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain even when not menstruating") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in her legs"), abdominal distension ("severe bloating") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, hypoaesthesia, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, headache and hypoaesthesia to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.